Manufacturer narrative:
Concomitant product: vedr01 ipg, implanted: (B)(6) 2010.

Event description:
It was reported that the patient presented to the emergency room after a near syncopal episode. The patient had recent syncope episodes and falls that may have been due to loss of capture on the right ventricular (rv) lead. Right ventricular thresholds were elevated and it was noted that there was intermittent loss of capture even at higher output. This was not able to be reproduced. The patient was re-evaluated during an office visit and the threshold was continuing to rise. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.